Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported ¿encapsulation.¿ healthcare professional later reported left side ¿lobulated contours" and "minimal amount of fluid between the prosthesis and the fibrous capsule." Fluid presented approximately 1.5 years following implant procedure. Capsular contracture baker grade iii, pain, deformation, inflammation and ¿palpable prosthesis" were also reported. The device remains implanted.